Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that their previous system, which was implanted in (B)(6), didn¿t work. The system was removed and replaced with the patient¿s current system. It was unknown when the explant occurred. No patient symptoms were reported. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.